Manufacturer narrative:
The 5.5mm crossft anchors are not expected for evaluation, as the implants were discarded at the user facility during the second surgery on (B)(6) 2013. A review of the sterilization and device history records showed there were no problems noted during sterilization process and no noted discrepancies that could have caused or contributed to this reported post-operative complication. Lot #469711 was manufactured on 06/11/2013 in a lot of (B)(4) units. Lot #436995 was manufactured on 02/19/2013 in a lot of (B)(4) units. Further review of the overall complaint files for this catalog item #cfp-5502 shows no other reports of allergic reactions other than the (4) cases filed by the same facility/doctor alleging the same reaction on this and 3 other patients. The non-absorbable 5.5mm crossft suture anchor with two #2 hifi sutures is intended to reattach soft tissue to bone in orthopedic surgical procedures. Allergic reactions are addressed in the IFU and risk analysis shows the risk level as acceptable. The risk of post-operative infection after a surgical procedure always exists. The instruction for use for this device lists infections, both deep and superficial and allergic reactions under adverse events. Detailed instructions on the use and limitations of the implant should be given to the patient before implantation. The patient should also be told of the possibility of foreign body reactions or other allergic reactions. Foreign body sensitivity to the implant material. Where the material is suspected, appropriate test should be made and sensitivity rule out prior to implantation of the device. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Devices were discarded at the facility.

Event description:
On (B)(6), 2013, the customer called and reported four (4) cases of allergic reaction. All four alleged postoperative complications of severe inflammation and pain at the surgical site 4 to 6 weeks after the original surgeries and all required incision and drainage (I&d), and removal of the implants. According to the surgeon none of the four patients displayed any ¿infection symptoms¿. Patient #3 - it was reported that two of the cfp-5502 (5.5mm crossft anchor w/2 #2 hifi sutures) along with two of the ckp-4500 were used during a left shoulder arthroscopy procedure on a (B)(6) male patient on (B)(6) 2013. Postoperative allergic reaction symptoms included inflammation at the surgical site and pain. Culture was taken and the result was negative. On (B)(6) 2013, a second surgery was performed with incision and drainage, and removal of all implants. During the second surgery and upon accessing the joint, the surgeon described the joint as cloudy and extremely inflamed. He also described seeing a "stitch abscess". Follow-up with the facility indicated that the patient is currently doing well.